Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her husband's onetouch ultralink meter was reading inaccurately high compared to his normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the patient obtained readings of "289 and 312mg/dl" on (B)(6) 2012 at 7:37pm. It is unclear how much time passed between each reading. The reporter claimed the patient uses insulin pump therapy (unknown type) to manage his diabetes. The reporter claimed in response to the high readings, the patient self administered an extra 25 units of insulin (unknown type) at 8:15pm. However, 10:15pm, he developed symptoms of "almost unconscious and convulsions" which the reporter associated with low blood glucose. At 10:15pm, the reporter stated, she gave the patient some juice. The reporter stated at 10pm, a reading of "40mg/dl" was obtained and at 10:30pm following the treatment, a reading of "47mg/dl" was obtained. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the patient's test strips were in good condition. In addition when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the reporter claims the patient obtained an inaccurately high reading, overmedicated in response to that reading, obtained severely low readings, and required assistance from a third party.

Manufacturer narrative:
Follow-up # 1 (10/03/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter was test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.